Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 2.5 x 16 mm promus element stent was selected and advanced to treat the severely calcified lesion. Several attempts were made to cross the lesion; however, the device was not able to cross the target lesion. The device was removed and readvanced through a non-bsc catheter. The distal edge of the stent came in contact with the non-bsc catheter. Upon removal, the distal edge of the stent appeared flared out. The procedure was completed with another of the same promus element stent with the same non-bsc catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, results codes, and conclusion codes device evaluated by manufacturer: device was returned for evaluation. A visual and microscopic examination noted proximal stent damage. One strut of the most proximal row was bent outwards. The hypotube was kinked at various locations along its length. Traces of blood were visible around the tip area indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 2.5 x 16 mm promus element stent was selected and advanced to treat the severely calcified lesion. Several attempts were made to cross the lesion; however, the device was not able to cross the target lesion. The device was removed and readvanced through a non-bsc catheter. The distal edge of the stent came in contact with the non-bsc catheter. Upon removal, the distal edge of the stent appeared flared out. The procedure was completed with another of the same promus element stent with the same non-bsc catheter. No patient complications were reported and the patient's status is good.